Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.